Manufacturer narrative:
The site declined to provide patient information, per (B)(4) regulatory laws.device lot number not available. Site did not document lot numbers.device manufacturing date is dependent on lot number, therefore, unavailable.return requested. No parts have been received by manufacturer for analysis.(B)(4).

Event description:
A medtronic representative reported that the site's clamp was in the process of being adjusted to attach to the patient's spine during surgery and appeared to break while being opened with the screwdriver. A small metal washer fell off but was removed from the patient and retained. Following this damage, the clamp did not appear possible to adjust and so it was exchanged for the tall clamp which was adequate and proceeded with this replacement. There was no delay of therapy reported. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.